Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during an implant attempt for an upgrade from a pacemaker to a defibrillator system, the high voltage right ventricular lead could not be implanted due to the patient's anatomy. The lead was explanted and the system upgrade occurred a couple days later. No patient complications have been reported as a result of this event.